Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the insulin safety syringe. The customer reports "that the needle came off the barrel of the syringe and was stuck in his skin. The patient was able to pull the needle out."